Event description:
It was reported that there was a patient alert for atrial impedance being out of range when the atrial port was plugged. There is no atrial lead, but the alarms were left on. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.